Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his sensor receiving low prediction alerts when his blood glucose was 205 mg/dl, and when the alert occurred later on his blood glucose was 545 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump was not returned for analysis.